Event description:
Additional information was received from the patient. Patient provided their weight. The patient estimated the event was first observed (B)(6) 2017. Patient reported that the circumstances that led to the event were that it was just was not working anymore, possibly due to a fall off a ladder when they broke their arm. It was unknown. Another surgery was performed to replace the broken leads. They were still in the patient¿s neck. The patient was no longer a candidate for an MRI.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#:, serial#: (B)(4), implanted: (B)(6) 2019, explanted:, product type: lead. Product ID: 977a260, lot#:, serial#: (B)(4), implanted: (B)(6)2019, explanted:, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-jun-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 30-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient¿s lead broke and he needed to have it replaced. Caller said an old lead was left implanted. No patient symptoms reported.

Event description:
Patient stated the event was first observed on (B)(6) 2018; patient was unsure of the circumstances however suspected it happened when they fell off a ladder and broke their right arm on (B)(6) 2018. Their arm required surgery. Patient stated on (B)(6) 2019 surgery was required to change/ replace leads. Broken parts were still in neck. Patient stated their neurosurgeon stated it was too dangerous to remove them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.